Event description:
It was reported that high capture threshold and low sensing were noted. The patient received inadequate therapy. The lead was repositioned and the electrical measurements varied. After reconnecting the device, high capture was noted again. Broken device header suspected. Device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received the reported capture anomaly was not confirmed in the laboratory. The sensing anomaly was confirmed via review of trend data. The device was tested on the bench and our automated testing equipment and was found to be normal. X-ray inspection revealed no anomalies. The cause of the reported field complaint could not be determined.